Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had top of reservoir is leaking.the customer¿s blood glucose level was 120 mg/dl at the time of the incident. Customer stated the location of the leak was o ring and black seal of reservoir. The reservoir will be returned for analysis.